Manufacturer narrative:
The customer's complaint that the tubing separated at the upper fitment could not be confirmed because the product was not returned for failure investigation. The customer provided a photo of an unused tubing set inside its sealed pouch, with a pencil pointing at the engagement of the macro bore tubing to the upper fitment, where the separation was reported to have occurred. The root cause of this failure was not identified.

Event description:
It was reported that the tubing separated at the upper fitment. Although requested, no further details were provided by the customer for this event.